Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms. No moisture damage found inside the insulin pump. Unable to test operating currents due to no button response. Unable to verify battery out limit alarm due to no button response. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and a missing address/serial label. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 237 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.